Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model# icv1210, serial# (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model# icv1210 (pvs25) perceval heart valve at the time of manufacture and release. Since the device was discarded, no further investigation is possible at this time. However, based on the information available, the root cause of the event can be reasonably traced to the device mis-sizing.

Event description:
On (B)(6) 2020, a patient was intended to received a perceval valve as part of an aortic valve replacement. A perceval pvs25 (l size) was initially sized, the white end of sizer passed through the annulus with slight pressure. The xl sizer did not pass through the annulus. A pvs25 was therefore deployed. After the ballooning, the valve appeared well positioned, with the leaflets coapting at same height and the annulus not visible above or below the perceval annular level, thus pvs25 appeared well implanted. The aorta was closed and, after weaning from by-pass, the perfusionist was having trouble getting pressures up - pulmonic pressures and system pressures equalized. Perivalvular leak was noted at the non-coronary cusp and it was noticed that the valve had dislodged and migrated up. No CPR or other manipulation of the heart were reportedly performed after the pvs25 implant. The pvs25 was explanted and after having re-sized the annulus, the xl sizer passed through the annulus with some difficulty. A decision was made to implant the perceval pvs27 (xl size). No further decalcification was performed after the pvs25 explant. Pinwheeling was noticed, but the gradient was fine and the patient came off bypass smoothly this time. The patient remained stable during the procedure (45 min of cross-clamp time added), and is currently doing well, stable.

Manufacturer narrative:
Device discarded.

Event description:
On (B)(6) 2020, a patient was intended to received a perceval valve as part of an aortic valve replacement. A perceval pvs25 (l size) was initially sized, the white end of sizer passed through the annulus with slight pressure. The xl sizer did not pass through the annulus. A pvs25 was therefore deployed. After the ballooning, the valve appeared well positioned, with the leaflets coapting at same height and the annulus not visible above or below the perceval annular level, thus pvs25 appeared well implanted. The aorta was closed and, after weaning from by-pass, the perfusionist was having trouble getting pressures up - pulmonic pressures and system pressures equalized. It was noticed that the valve had migrated. After having re-sized the annulus, the xl sizer passed through the annulus with some difficulty, and a decision was made to implant the perceval pvs27 (xl size). Pinwheeling was noticed, but the gradient was fine and the patient came off bypass smoothly this time.